Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The c3 capacitor was shorted on the distribution node (dn) pca. The cause for the failure was isolated to the shorted component. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt.